Event description:
Reportedly, the subject home monitor was set-up in july 2019 and connected only until 29 of august 2019 as if it was unplugged from the wirex. The status light of the subject home monitor remains orange, booting in loop.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor was set-up in (B)(6) 2019 and connected only until (B)(6) 2019 as if it was unplugged from the wirex. The status light of the subject home monitor remains orange, booting in loop.